Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported via phone call that they were in the hospital. The customer's daughter also reported that they went to diabetic ketoacidosis after being off the insulin pump. The customer's blood glucose was 404 mg/dl at the time of incident. The customer's daughter stated that they were treated with insulin. The customer's daughter stated that they were unable to install the battery cap on the insulin pump. The customer's daughter declined to troubleshoot for high blood glucose. The customer's daughter was advised to be sent a new battery cap. The insulin pump will not be returned for analysis.